Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A clear fluid leak occurred during a routine hemodialysis treatment. The operator ended treatment without performing rinseback, resulting in an estimated blood loss event of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The disposable cartridge was discarded and not returned for evaluation. The reported leak cannot be conformed. The user's guide provides adequate warnings to observe for potential leaks and to discontinue treatment if a leak is observed. A direct corelation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.